Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement outside patient occurred. During preparation of a 2.50mmx16mm synergy ii everolimus-eluting stent, it was noted that while removing the stent protector, the stent came off the delivery system. The procedure was completed with another synergy ii everolimus-eluting stent. No patient complications were reported and the patient tolerated the procedure well.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent had detached from delivery system, it was damaged the whole length, stent struts were stretched in the middle and bunched on one end. The maximum stent profile as per manufacturing data was found to be within the specification. The stent protector inner diameter measured which is within the specified inside diameter of the stent protector specification it can be determined that the stent protector was not too tight on the crimped stent provided the correct removal of the stent protector was used. Based on the specified stent protector profile and the recorded crimped stent profile, there is no issues to note with the interaction between the two components. It is most likely that stent dislodgment occurred during the preparation and handling of the device. The balloon body was reviewed and no issues were noted with the overall balloon. Crimp markings were visible on the balloon wall. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Whitish solidified media was noted inside balloon body. The bumper tip of the device showed no signs of damage. A visual and tactile examination found several kinks across the length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement outside patient occurred. During preparation of a 2.50mmx16mm synergy ii everolimus-eluting stent, it was noted that while removing the stent protector, the stent came off the delivery system. The procedure was completed with another synergy ii everolimus-eluting stent. No patient complications were reported and the patient tolerated the procedure well.